Manufacturer narrative:
The peritoneal catheter was patent and passed leak testing. These results suggest that the peritoneal catheter did not contribute to the suspected valve/shunt malfunction. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the catheter may not have been working correctly and was replaced. According to the report, there have been no patient health issues following revision of the device.